Manufacturer narrative:
No medwatch form was received. A partial lead measuring 52.2 cm from the lead tip was returned for analysis. External insulation abrasion was found at 48. 9-48.0 cm from the lead tip, consistent with lead friction to the ICD can. The etfe coating was intact at this location.

Event description:
It was reported that noise on rv lead was seen via medtronic remote care. The lead was explanted.